Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced a broken sensor to following removal of the sensor at the end of her 7-day session. Pt stated that a piece of the sensor wire seemed to be missing, so she went to the hospital to have the sensor removed. It is unclear whether the sensor fragment was located and removed during the procedure. Pt received seven stitches to close the incision and was feeling fine at the time of her call.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.